Manufacturer narrative:
This report is submitted on april 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced magnet retention issues due to a thick skin flap. Subsequently, on (B)(6) 2018, the patient underwent skin flap reduction revision surgery. The implanted device remains insitu.